Event description:
Per received report: the coil was being repositioned when it was noted that it didn't have a 1-1 torque. As coil manipulation was discontinued, the coil began to unravel out of the end of the microcatheter. The coil made a knot and could not be withdrawn. As the microcatheter was moved, the coil was dragged into the parent vessel and the physician acted to remove the entire sys out. During this process, the coil snapped and remained inside the microcatheter. The coil was aspirated with a syringe. The stretched coil and its entirety was successfully retrieved with no pt injury noted at post surgery.

Manufacturer narrative:
The coil was returned severely damaged and stretched 99.5 cm. There are multiple contributing factors that may be involved in the root cause of this complaint. The evidence suggests that distal interference prevented the coil from advancing. This is backed by the complaint statement that, "they believed that the coil lost the 1-1 torque." The exact source of this interference cannot be determined. A secondary contributing factor may have occurred when the coil became knotted. The complaint stated, "the coil made a knot and could not be taken back." The knot by itself may have produced a blockage preventing further advancement and may have caused the unintended detachment. It was further stated, "the dr then took the micro catheter over the knot and pulled the sys back, this snapped the coil and the coil were left within the microcatheter." Therefore, the most likely root cause of the unintended detachment occurred when the microcatheter was retracted over the knotted coil. The evidence suggests that the third contributing factor may have been the use of excessive force. The coil was unraveled out of the soldered section and the coil's socket ring was severed at it's solder point. For optimum product performance and to prevent potential complications, the instructions for use (IFU) under cautionary statements recommends, "if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil sys."